Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(6) 2013: dim and discolored display.

Manufacturer narrative:
Submitted: 09/17/2013, device evaluation: review of the black box data revealed the time and date reset within 11 hours, 23 minutes of powering off on (B)(4) 2013 at 08:33 am and (B)(4) 2013 @ 19:56. The time and date were accurately set at the beginning of the investigation. On investigation, a rewind, load and prime sequence was performed without alarm. The pump was exercised for 24 hours without issue. Evaluation revealed the internal clock battery on the pcb board malfunctioned. The primary aa battery was removed from the pump for 6 hours. When the aa battery was re-inserted the pump displays the default date and time. The pump was opened for investigation and revealed the internal clock battery on the printed circuit board had malfunctioned. The display lens was noted to be dim and discolored. A test display was attached to the pump and illuminated properly and was clearly legible.